Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 12-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer via a manufacturer representative. Regarding a patient, who was receiving lioresal (baclofen) via an implantable pump. For unknown, indications for use. It was reported, that the patient began experiencing more frequent muscle spasms in legs. The patient informed, home health nurse. Who recommended, consulting with a doctor and x-ray was ordered. The x-ray showed, that the catheter to be at an angle. The physician stated, as that the catheter ¿too acute¿ for optimal therapy. Action/intervention: the physician opted to replace both the spine and pump segments of the catheter, during the surgery. The old pump segment was removed, but the old spine segment remains implanted, but not in use. The physician, sutured off the old catheter that is still implanted. The catheter was replaced on (B)(6) 2024. There were no known environmental/external/patient factors that may have led or contributed to the issue. Outcome: the issue was resolved. Additional information was received, a consumer (con) via a company representative (rep) stated, that the patient medical history was not relevant to the event.